Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a catheter revision due to the catheter being kinked/twisted, and that the patient had inadequate pain relief. The patient stated that the healthcare provider had "a new way of thinking with pain management and decided to cut patient's oral medication (oxycodone, and hydromorphone) to 2mg/ 5times per day, since about 3 weeks ago during his refill session". The reporter stated that the patient had inadequate pain relief since (B)(6) of 2011, when catheter was revised due to it being kink/twisted. When the catheter was kinked/twisted, the healthcare provider increased the dose "as high as possible". Following the catheter revision, the healthcare provider "forgot to lower the dosage". The patient reported that this dosage "caused him to be in the ICU for 10 days", and that the healthcare provider "had been trying to get the right dosage since, but he still didn't have pain relief". The patient reported that "he used to be able to walk and do everything before the catheter was kinked/twisted, now he can't even walk very far". The medication in the pump was hydromorphone, clonidine, and bupivicaine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w lot# l51677 implanted:1998-(B)(6) explanted: 2011-(B)(6) product type catheter. (B)(4).